Manufacturer narrative:
Approximate age of device - 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had been having consistent elevated powers and flows without elevated ldh. Review of the log file by the manufacturers technical services representative did show an increase in pump power over the course of the log file. No other unusual events were reported. Additional information received on 22-oct-2018: stated that a ramp echo study showed adequate decomposition of the left ventricle. The patient received IV heparin on admission. The patient was discharged home in stable condition.

Manufacturer narrative:
Evaluation of the patient¿s submitted log files confirmed elevated pump power, however, a direct cause for the elevations in pump power could not be conclusively determined through this evaluation. The patient remained ongoing on vad support until ultimately expiring on (B)(6) 2018 captured under MFR # 2916596. The hm ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling.